Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and will not be returned. The physician is unsure how the site became infected, but did not allege that the pump did anything wrong. Per the instructions for use of the device, infection is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions via email to report a patient's pump that was explanted and replaced. The patient's pump site became infected. Cs reported that the physician is unsure how the site became infected, but did not allege that the pump did anything wrong. The explanted pump was discarded at the facility.